Event description:
It was reported that the patient suffers from both tachycardia and bradycardia episodes. The patient is on prescribed medicine for the tachy events and has a device for the brady events. The device was programmed three times due to undesired pacing response, but riding in the family truck still triggers undesired pacing. The patient is unsatisfied with the treatments for both the conditions. The patient experienced a number of unpleasant side effects including nausea, light headedness, sweating and fatigue. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.